Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was severed 136mm from the terminal pin and two segments of the lead were returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits for both segments. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was extracted six months after implant for high impedances. A new lead was implanted successfully. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was extracted six months after implant for high impedances. A new lead was implanted successfully. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.